Event description:
Stapler with new reload fired for 5th time during case. Device cut tissue but no staples were fired. The orange pins on device were discharged showing that the device functioned properly.====================== health professional's impression======================not known.